Event description:
Report received from (B)(6) stated that the vitrectomy cutter did not cut. No pt impact. No further info is available.

Manufacturer narrative:
Additional info has been requested. The respondent stated no further info will be forthcoming. The product is not available for evaluation. The sterilization and lot history records were reviewed and found to be acceptable.